Manufacturer narrative:
Additional information received from a manufacturer representative reported that there were no exposed wires and that the keyboard was functional. Additional information received from a manufacturer representative reported that they were the initial reporter the cable was returned for product analysis. The returned cable was not frayed as was reported, but the micro usb connector was damaged. The cable was not usable. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the keyboard cable was frayed. It was also noted that no wires were exposed and that the keyboard was still functional. No patient was present at the time of the event.

Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. They replaced the keyboard. The system is functioning as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9736022, lot/serial #: unknown. Initial reporter not known at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the keyboard cable was frayed. No patient was present at the time of the event.